Event description:
It was reported that an end user developed redness and itching to this entire body (except his genitalia) approximately one month ago. The redness and itching was present under the skin barrier and pouch, as well. The end user sought medical treatment from a dermatologist a few weeks ago and was diagnosed with (B)(6). The patient was treated with prescription permethrin cream and oral hydroxyzine. As the redness and itching persisted, the patient went back to the dermatologist sometime later. This time, (B)(6) was ruled out as the possible cause of the redness and itching and the patient was prescribed triamcinolone cream and clobetasol ointment. He has since discontinued use of the permethrin cream. In addition, a patch test was performed and it was noted the patient is allergic to phenylenediamine. A biopsy was also performed; however, the results of that test are still pending.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received on september 04, 2015. A batch review was conducted and no discrepancies were noted. A previous investigation applicable to this complaint was implemented. Therefore, this complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 01, 2015.

Manufacturer narrative:
Additional information was received. The wife of the end user called to report that the results of the biopsy are completed and the dermatologists have ruled out an allergy to the convatec product and diagnosed the end users skin condition a result of an allergy to an oral medication taken. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 17, 2015.

Manufacturer narrative:
Previous investigation is applicable to this complaint investigation. The previous investigation was closed. Therefore, this complaint will be closed without further action.no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).